Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that insyte 24ga x 0.75in catheter tip was damaged. The following information was provided by the initial reporter: when performing the peripheral canalization and puncturing the catheter at the tip of the jelco is blunt, the puncture was difficult and the vein breaks. Additional information: patient with a diagnosis of low birth weight (weight: 2180 gr) with an order to place a peripheral catheter to start infusion of dextrose 10%, the head nurse when performing the puncture observes that the catheter opens at the tip which causes the venous access to be lost and the need to puncture again. Current situation of the patient: stable patient under management due to neonatal jaundice and kangaroo plan training, did not have an extension of her hospital stay due to the event that occurred. Analysis of the situation: when observing the nurse how she uses the peripheral catheter, it is observed that she does not perform an insertion angle of 10 degrees but rather over the skin angle.

Manufacturer narrative:
Weight: 2180 grams. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte 24ga x 0.75in catheter tip was damaged. The following information was provided by the initial reporter: when performing the peripheral canalization and puncturing the catheter at the tip of the jelco is blunt, the puncture was difficult and the vein breaks. Additional information: patient with a diagnosis of low birth weight (weight: 2180 gr) with an order to place a peripheral catheter to start infusion of dextrose 10%, the head nurse when performing the puncture observes that the catheter opens at the tip which causes the venous access to be lost and the need to puncture again. Current situation of the patient: stable patient under management due to neonatal jaundice and kangaroo plan training, did not have an extension of her hospital stay due to the event that occurred. Analysis of the situation: when observing the nurse how she uses the peripheral catheter, it is observed that she does not perform an insertion angle of 10 degrees but rather over the skin angle.